Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue of the onboard battery not locking into the battery well was reproduced during investigation testing. The root cause was determined to be a malfunction of the battery latch bar within the right well, which prevented the right onboard battery from being locked into the battery well and allowed the removal of both onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver battery well latch did not lock in place a freedom onboard battery. The onboard battery could be easily pulled out of the well without depressing the release button.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver battery well latch did not lock in place a freedom onboard battery. The onboard battery could be easily pulled out of the well without depressing the release button.